Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted due to a percutaneous lead (driveline) infection. In early (B)(6) 2017, the patient had a cough and cold. The patient coughed, which pulled the driveline and started with purulent drainage from the site. The patient was not septic, but the driveline culture was positive for (B)(6). The patient complained of fever and noted increased pain and drainage from the driveline site. The patient was started on IV antibiotics. On (B)(6) 2018, it was reported that the patient had ongoing right flank/abdominal pain that has not resolved despite treatment with antibiotics for driveline infection. The patient is afebrile. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.